Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted to the hospital for hemolysis. The patient's laboratory results revealed elevated lactate dehydrogenase levels with no heart failure symptoms. The pump parameters were reported to be within the normal limits. The patient was treated with IV heparin and his lactate dehydrogenase levels returned to normal levels. No further information was provided.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a specific cause for the reported event could not be conclusively determined. The device remains implanted and in use by the patient with no further events reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.